Event description:
It was reported that during an arm declot procedure, and after inflating/deflating 5-6 times, it was noted the material appeared to be coiling off the balloon. The doctor pulled the balloon layer back and was able to commplete the procedure without further complications being reported.